Event description:
Intended use: vidas® estradiol ii is an automated quantitative test for use on the vidas family of instruments for the quantitative measurement of total 17 estradiol in human serum or plasma (lithium heparin), using the elfa technique (enzyme linked fluorescent assay). The vidas® e2 ii assay is intended for use as an aid in the diagnosis and treatment of various hormonal sexual disorders and in assessing placental function in complicated pregnancy. Range of expected values in a clinically healthy population, the following values were found: men (n = 173) < 62 pg/ml women: follicular phase: (n = 129):18 - 147 pg/ml, pre-ovulatory peak (n = 33):93 - 575 pg/ml, luteal phase(n = 131):43 - 214 pg/ml, menopause (n = 26):< 58 pg/ml. These figures are given as a guide. It is recommended that each laboratory establishes its own reference values from a rigorously selected population. Description of the issue: on 25-feb-2022, a customer in (B)(6) notified biomérieux of out of range low results when testing with vidas® estradiol ii 60 tests (ref. 30431, lot #1008935140, expiry date: 23-aug-2022) in context of external quality control (qc). The customer performed a proficiency testing with rfb (reference inst. Of bioanalytic), group hm1/22. The expected results and the acceptable ranges are the following: sample a: 177 (115 - 240) ng/ml, sample b: 62.4 (40.3 ¿ 84.5) ng/ml the customer obtained the following results: sample a: 123 pg/ml, sample b: 37.8 pg/ml samples a and b are b,elow the expected range. The customer has failed and received no certificate. As it was proficiency samples, there was no impacted patient. Note: reference 30431 is not registered in the united states. The u.s similar device is product reference 30431-01.

Manufacturer narrative:
An internal biomérieux investigation was completed following this notification. Investigation: complaint analysis the complaint analysis did not reveal this issue as a systemic quality issue. Study of internal samples control charts this analysis was carried out : on 4 internal samples with targets between 82.1 pg/ml and 268 pg/ml, on 7 batches of vidas® estradiol ii including the lot mentioned by the customer 1008935140. The analysis of the control charts showed that all results were within specifications. Customer¿s lot is in the trend of the other lots. Investigation: internal samples: analyses were done on retain kit vidas® estradiol ii lot 1008935140 and another lot for reference: 1008856950, y50: 214.91 pg/ml ; expected 219[188.21-249.79] pg/ml during activity 217.26 pg/ml, y52 : 111.80 pg/ml ; expected 110.11 [91.30-128.92] pg/ml during activity 105.43/108.89 pg/ml, pma76 : 72.57 pg/ml ; expected 82.10 [66.37-97.83] pg/ml during activity 88.25 pg/ml. Complaint laboratory tested 3 internal samples: sample 1 : range [188.21-249.79], retain kit lot 1008935140: 214.91 pg/ml / before release : 217.26 pg/ml, lot 1008856950: 221.18 pg/ml. Sample 2: range [91.30-128.92]: retain kit 1008935140: 111.80 pg/ml / before release : 105.43 and 108.89 pg/ml, lot 1008856950: 114.13 and 111.10 pg/ml sample 3: range [66.37-97.83]: retain kit 1008935140: 72.57 pg/ml / before release : 88.25 pg/ml, lot 1008856950: 80.68 pg/ml. The results obtained on the internal samples were within acceptable range and were closed to those obtained at the release of the lot. There is no drift of the vidas® estradiol ii lot 1008935140 since its release. Eeq reports analysis the investigation unit laboratory subscribes to probioqual controls (french quality control supplier). The laboratory participates to campaigns for some parameters and has received the global results for the 2021 and 2022 campaigns on which are the data related to the peer group using the vidas® estradiol ii: on the reports the units are expressed in pmol/l the analysis was based on 4 samples with a level close to the rfb samples hm1/22 probe b (target 62.4 pg/ml = 229 pmol/l): sample (B)(4): target = 212.9 pmol/l (59.88 pg/ml); cv = 10.4%; limits = [157.5-268.3] pmol/l score : very good. Sample (B)(4): target: 382.9 pmol/l (104.1 pg/ml); cv = 8.5%; limits = [283-483] pmol/l grade: very good. Sample (B)(4): target = 207.1 pmol/l (56.33 pg/ml); cv = 11%; limits = [153.3-260.9] pmol/l grade: very good. Sample (B)(4): target = 161.7 pmol/l (43.98pg/ml); cv = 16.9%; limits = [119.7-203.7] pmol/l grade : very good. Satisfactory inter-technique variability and overall satisfactory intra-technique precision for all samples analyzed with different lots of vidas® estradiol ii during the 2021 and 2022 campaigns. Root cause analysis: conclusion the complaints laboratory did not reproduce the customer's anomaly namely underestimated results with vidas® estradiol ii lot 1008935140. As customer failed with same samples for 3 different parameters, the main hypothesis is an issue related to samples (storage during shipment, at customer site, or preanalytical). It is important to note that the internal control results are linked to pre analytic step. The pre-analytic steps for reconstitution of the lyophilized vials (diluent, volume, waiting time, mixing), and after reconstitution with homogenize the internal control before run. Moreover, it is mentioned in the clsi guideline (B)(4) that processed samples used as qc material (e.g eqa) can have matrix effect. ¿current scientific data suggest that such use of pt/ eqa results is not always feasible because of matrix effects. These processed materials us as pt/ eqa samples sometimes do not behave like patient samples routinely analyzed in the laboratory. Biases not generally seen with fresh biological fluids, are frequently seen with pt / eqa samples¿. Without sample return and being unable to order them (supplier not referenced) it is not possible to pursue further investigations. According to the above data, the kit vidas® estradiol ii lot 1008935140 is within the expected performances.